Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead was suspected to have loss of capture. Testing showed the lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2019-13330.it was reported that the patient presented in clinic. Upon review, the right ventricular lead was suspected to have loss of capture. Testing showed the lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2019. Following the advisory for premature battery depletion with the implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically on (B)(6) 2019. The patient was stable.